Manufacturer narrative:
The erc clamp was requested back for investigation. Results confirmed the reported issue. During the visual inspection residues of corrosion, blood and dirt were identified on the internal mechanical parts and this led the clamp to be stuck.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A preliminary evaluation of the technician dispatched on site pointed to a connection cable failure. However, this could not be confirmed on site and the device will be sent to the manufacturer site for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm was giving an error message "arterial clamp defective" during priming. There was no patient involvement .